Event description:
Information received by medtronic indicated that the customer had hypoglycemia and was hospitalized. Customer was treated with IV insulin drip and glycagon. Blood glucose value at the time of event was unknown mg/dl. Customer also alleged that the insulin was over delivered from the insulin pump. The minimed 670g/770g/780g system with the auto mode/smartguard feature was active at time of low bg event. Customer was using insulin pump system within 48 hours of reported low bg event. Troubleshooting was performed and the customer was advised to replace the insulin pump; however, the product will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 5.3a. Retainer ring: black. Customer returned pump for an alleged possible over delivery, auto mode anomaly, visit to emergency room, ems dispatched and was hospitalized for low bgs found on (B)(6)2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date on (B)(6) 2022, there is no unexpected alarms/suspends noted and found daily total of bolus insulin delivered: (22.6 u). On (B)(6) 2022 04:07:05.000 normal bolus delivered (220). Normal bolu samount programmed: 79000 (7.9 u). Bolusa mount delivered: 79000 (7.9 u). On (B)(6) 2022 12:41:53.000 normal bolus delivered (220). Normal bolusa mount programmed: 47000 (4.7 u). Bolusa mount delivered: 47000 (4.7 u). On(B)(6) 2022 17:35:10.000 norma lbolus delivered (220). Normal bolusa mount programmed: 500 (0.05 u). Bolusa mount delivered: 0 (0 u). On (B)(6) 2022 18:02:55.000 normal bolus delivered (220). Normal bolusa mount programmed: 41000 (4.1 u). Bolusa mount delivered: 41000 (4.1 u). On (B)(6) 2022 19:35:12.000 normal bolus delivered (220). Normal bolusa mount programmed: 250 (0.025 u). Bolusa mount delivered: 0 (0 u). On (B)(6) 2022 20:54:43.000 normal bolus delivered (220). Normal bolusa mount programmed: 21000 (2.1 u). Bolusa mount delivered: 21000 (2.1 u). On (B)(6) 2022 21:13:10.000 normal bolus delivered (220). Normal bolusa mount programmed: 38000 (3.8 u). Bolusa mount delivered: 38000 (3.8 u). On (B)(6) 2022 17:35:10.000, normal bolusa mount programmed: 500 (0.05 u), the bolus. Cancelled by the user and the bolusa mount delivered: 0 (0 u). On (B)(6) 2022 19:35:12.000, normal bolusa mount programmed: 250 (0.025 u), the bolus. Cancelled by the user and the bolusa mount delivered: 0 (0 u). On (B)(6) 2022 04:07:05.000, a cl1 food bolus delivery was recorded and found in the formatted history file. Normal bolusa mount programmed: 79000 (7.9 u). Bolusa mount delivered: 79000 (7.9 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly, under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Auto mode anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was treated with intravenous glucagon drip for low blood glucose event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.